Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-nov-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was smoking and now will not close. A field service engineer found that the retractor band was broken on the hinge where it attaches to the back of the drawer bin and there was significant wear where the retractor band runs against the back of the drawer and the back panel. The field service engineer replaced the drawer rails due to a bearing cage problem, replaced the solenoid, solenoid plunger, retractor band, drawer controller, and pyxis module controller, cables and boards. After testing in diagnostics, successfully configured the new drawer board to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es auxiliary device had smoke and not able to close the drawer. Customer reported delay during dispensing workflow and able to retrieve medication. There were no adverse events or injuries reported based on this event.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es auxiliary device had smoke and not able to close the drawer. Customer reported delay during dispensing workflow and able to retrieve medication. As per part investigation, it was determined that there was thermal damage observed on the solenoid and retractor band cables and physical damage along retractor band cable. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section d unique device identifier (UDI), medical device model and section e initial reporter addr 1. The report of the drawer smoking incident was confirmed by the bd field service engineer and in agreement by the dchu investigation team based on investigation results. The field service engineer evaluated the station: observed conditions: no indicator lights present on either the drawer controller board or the pyxibus module controller, solenoid insulation exhibited signs of heat deformation, retractor band cable assembly was broken, and drawer rails on one side showed a displaced bearing cage. Replaced drawer rails and parts to avoid potential risk. Removed powder residue and foil package debris from the bottom of the cubie trays successfully configured a new drawer using diagnostic tools; customer was able to recover the previously failed drawer visual inspection of the returned solenoid observed thermal damage along the part electrical measurement of the solenoid noted the component to be shorted. Visual inspection of the returned retractor band cable assembly revealed physical damage along the cable. Visual inspection of the returned drawer controller board and pyxibus module controller observed no obvious issue; however, electrical measurement of the boards noted components to be shorted. Shorted drawer controller boards, damaged solenoid components, and retractor band cable failures are indicative of issues affecting drawers. The device was in use for treatment purposes as intended per 21 cfr 820.198(d).